Event description:
Ten minutes after application of the electrode, the pt began to show signs of erythema, edema, and itching of the skin covered by and beyond the electrode. It was also reported that the pt experienced wheezing, difficulty breathing and tachycardia. The pt was treated with epinephrine, benadryl and ventolin and all symptoms resolved two hours after treatment. It was reported to 3m that the pt has since completely recovered from this event. It was reported that prior to application of the electrode the pt had informed the dr that she had previously had a similar reaction to red dot electrodes 4-6 months prior to this event in december 2005. The pt also reportedly informed the dr that she had been treated with steroids for the prior event. This prior event was not reported to 3m.